Event description:
It was reported that this right ventricular lead exhibited high out of range impedance measurements due to a fracture. This lead was explanted and successfully replaced. This lead is not expected to be returned. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried body fluid within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 222mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib damage. Analysis concluded that the clinical observations of high out of range impedance measurements were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular lead exhibited high out of range impedance measurements due to a fracture. This lead was explanted and successfully replaced. This lead is not expected to be returned. No additional adverse patient effects.

Event description:
It was reported that this right ventricular lead was explanted due to unknown product performance anomaly. This lead was successfully replaced. It is unknown if this lead will be returned for analysis. No additional adverse patient effects.